Event description:
It was reported that there was filling/aspiration difficulties specified as, the patient saw 2 healthcare providers (hcp) on (B)(6) 2014 and neither could aspirate the pump. It was noted that the manufacturer¿s representative believed this occurred under fluoroscopy. It was reported that the pump had not flipped. It was noted that the patient was to see another hcp on (B)(6) 2014. It was reported that action was not taken but planned and included seeing another hcp on (B)(6) 2014. It was noted that patient symptoms were unknown. It was reported that the pump was used to infuse an unknown drug. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l62221, implanted: (B)(6) 1999, product type catheter; product ID 8551, lot# cs0532, implanted: (B)(6) 2012, product type accessory. (B)(4).